Manufacturer narrative:
The device was received with no damage on reservoir tube, however the device received with cracked case and cracked battery tube threads. The device received with unresponsive buttons, problem isolated to keypad assembly.

Event description:
It was reported that the insulin pump had cracked. Customer's blood glucose value was unknown at the time of the incident. It was also reported that the o ring on top of the reservoir had a crack. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. Customer will return device for analysis.